Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that etl process delayed - report data not current and patients also not crossing to the server due to software issue. A technical support specialist optimize index and starting etl back to resolved the issue. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "es s/w only server". The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation es system etl process delayed - report data not current and patients also not crossing to the server. The customer reported that there was 15 minuets delays in getting meds to patients. There were no adverse events or injuries reported based on this event.